Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External inspection showed no damage. The device was able to power on using both ac and battery power. When the device was powered on the unit was able to obtain readings and alarmed audibly and visually under alarm conditions, however the speaker's sound was very quiet. Internal inspection showed the bottom speaker had broken loose from the housing and was sitting on speaker driver circuitry, resulting in speaker driver shorting causing low volume output. The bottom speaker was removed and the front speaker then sounded crisp and clear. The bottom speaker was replaced with a known good speaker and the speaker sound was audible, loud, crisp and clear. The customer's bottom speaker had failed. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device has an alarm malfunction. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device has an alarm malfunction. No patient impact or consequences were reported.